Event description:
A facility reported a positive biological indicator after a 48 hour incubation. The load was recalled, however, instruments from the load were used on two patients. The unit was taken out of service until the unit has been checked. The field service engineer serviced the unit and the unit was functioning properly.